Event description:
The customer reported at 7:18 am she activated a new pod. At 2:30 pm she noticed that the pod was a little loose so she decided to deactivate the pod and realized that the cannula was also bent. There was blood noted in the cannula but mostly on the adhesive pad.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported; therefore, no qualification records were reviewed.